Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) replaced red striped tubing from the blood sampling valve to the differential shear valve to repair the leak. The instrument was returned back into operation after completion of the repairs. There have been no additional reports for this issue. The failure mode was affected tubing from blood sampling valve to the differential shear valve no erroneous results were generated for this event, however, a failure mode was identified which has the potential, upon recurrence, to cause erroneous, unflagged results. (B)(4).

Event description:
The customer reported a reddish colored leak from the right side of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and was ten milliliters in volume. The customer could not identify the source of the leak. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. No patient results were affected by this event there was an exposure plan in place at the facility.